Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the curved tip stapler 30 instrument/accessories be returned for evaluation, but no product has been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the curved tip stapler 30 instrument (part# 470530-08/lot# t10200825 0013) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2021 using system (B)(4). The instrument had 28 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the staple line was incomplete. Missing staples may contribute to an incomplete staple line. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, there was noise during foundation and the stapling was not completed with the curved-tip stapler 30 instrument. The procedure was completed with no reported injury. During the procedure, the customer used 3 white stapler reloads (part# 48630w-04) and 1 green stapler reload (part# 48630g-04). At this time, it is not known which reload was being used when the alleged event occurred. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the curved-tip stapler instrument associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of "noise during foundation. Not completed stapling". Review of logs did not find any errors for this instrument on its last use on november 8, 2021 using system sk1918. Upon visual a microscopic inspection, no damage was found at the wrist assembly. The instrument was placed on system. No initialization failures or errors/faults occurred during in-house testing. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Clamp and fire test passed twice. No lubrication at the wrist needed. Staple formation on test sheet was proper. No abnormal noise was observed during in-house testing.

Event description:
Refer to h10/h11 for follow-up information.